Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Product return was requested.